Event description:
It was reported that the patient presented in clinic for follow-up. Upon interrogation, it was found that the atrial lead exhibited failure to capture. Unspecified diagnostic imaging was performed and confirmed atrial lead dislodgement. The atrial lead was explanted and replaced. Patient condition was stable.